Event description:
Additional information from the healthcare professional of the clinical study reported the explant date was different than previously noted.

Event description:
It was reported that the patient had complained of a funny taste in the mouth when stimulation was on or when the battery was being charged. There was a distinctive electrical taste. The patient's indication for use was non-malignant pain. The outcome was resolved without sequelae. The manufacturing representative was supposed to meet the patient on (B)(6) but was informed that the patient had been admitted to the hospital for an unknown reason which they had not thought to be related to the spinal cord stimulation. The healthcare professional was informed of symptom the patient was experiencing and the healthcare professional had not thought it to be related to the device. Additional information received updated the diagnosis to dysgeusia and removed the distinctive electrical taste in mouth. The patient claimed that any time the stimulator was on she had a funny taste in her mouth which the patient described as a metallic salty taste. An impedance check was performed along with reprogramming. No other actions were taken. The issue was resolved. The system was explanted, the patient had wanted the stimulator explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed no significant anomaly; the battery had reduced capacity due to overdischarge. When the ins was received there was no telemetry. A physician mode recharge (pmr) was performed. The device was recharged for 41 minutes and the battery charged from 1.955 v to 3.410 v. The battery discharged to lock mode on (B)(4) 2015. Information indicated the last patient usage was on (B)(6) 2015.